Event description:
It was reported that the lead was explanted when attempt to reposition the lead for dislodgement was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.